Manufacturer narrative:
A replacement pump was sent to the customer. On 1/19/2017 the customer spoke with a medela clinician. At that time the customer said that she had been prescribed antibiotics by her physician to treat the mastitis and that it had resolved before (B)(6) 2016. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017 the customer reported to a medela customer service representative that her freestyle breast pump would not power on. She also reported that she had experiencing bouts of mastitis in the past and that she was treated with antibiotics.